Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that while flushing the tubing during a chemotherapy infusion, the secondary set separated from the bottom of the drip chamber and leaked. There was no report of patient or staff harm.

Manufacturer narrative:
The customer's report that the set separated was confirmed. Visual inspection showed a separation between the tubing and the missing male luer component, which was not received with the rest of the set. Further inspection of the separated tubing end under magnification showed insufficient solvent. No functional testing was deemed necessary due to the obvious separation. The root cause was identified as insufficient solvent being applied at the engagement of the tubing.